Manufacturer narrative:
Retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was scheduled to be seen in the office on (B)(6) 2022 due to what they described "at pocket pain." The morning of (B)(6) 2022, the doctor was notified the patient was admitted to the hospital (no allegation related to device/therapy). The doctor called on (B)(6) 2022 and requested the patient¿s battery be turned off, as the patient said it was uncomfortable and their daughter could feel the stimulation on their leg. The patient's settings were program 3 at 0.7 volts. The doctor stated the patient had been hospitalized for a week due to a stroke (no allegation related to device/therapy). They were also in retention. The doctor requested the device be turned off while the patient was admitted. No diagnostics/troubleshooting was performed. When asked to describe the interventions/actions taken to resolve the issue, it was noted the device was turned off. The issue was reportedly resolved at the time of the report. No surgical intervention occurred, and none was planned.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that he cause of the stimulation in the leg was not determined. Likely cause/contributing factors were reported as secondary, pull, med and co morbidity. The device is remaining off awaiting issues of acute unrelated medical issues. The patient did confirm that the discomfort has resolved with the device off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.